Manufacturer narrative:
Initial reporter's phone number: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that this caused the low power. It was determined that the reason the device failed safety assessment was due to the failure to follow the directions for use (dfu) and running the device in the safe or load position. The assignable root cause was determined to be component damage due to user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device rotations per minute (rpm) were below specification. It was further noted that the speed was too low, the hose was damaged, and the gasket in the angle handpiece was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.